Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, left bundle branch block (lbbb) was reported and a permanent pacemaker was implanted two days later. No further associated adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: ls-enveor-34-c; product lot/serial number (B)(6); product type: loading system; implant date na; explant date na, product ID: enveor-n-c; product lot/serial number (B)(6); product type: delivery system; implant date na; explant date na. Note: a separate regulatory report has been filed for the the delivery catheter system (dcs). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that prior the valve implant procedure platelets measured 152 and the hemoglobin measured 14.7. Following the valve implant platelets measured 115 and mild post-operative thrombocytopenia was reported. Additional information received indicated that prior to the permanent pacemaker implant, the left bundle branch block (lbbb) was initially an incomplete lbbb and had progressed to a complete lbbb. A prolonged ¿hv¿ interval was also noted. Additionally, the patient experienced nausea with the junctional bradycardia. The symptoms of hypotension and nausea immediately improved with the use of the transvenous pacemaker. There was no recurrence when the transvenous pacemaker was turned off. At discharge the platelets measured 128. The nadir and discharge hemoglobin measured 11.0. At the 1-month follow-up visit the platelets measured 140. This was reported ongoing at the 6-month, 1-year, 2-year, and 3-year follow-up visits. At 1-year the platelets measured 144. No labs were provided for the 6- month, 2-year and 3-year follow-ups. The physician indicated this was probably related to the procedure. Treatment was not reported. Ultimately, the thrombocytopenia was reported resolved approximately 5 years and 8 months following the onset.